Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right partial knee arthroplasty in (B)(6) 2002. Subsequently, patient underwent a radical debridement procedure in (B)(6) 2002. Patient underwent a further radical debridement procedure on (B)(6) 2006 due to infection. The primary source of infection was heavy growth of staphyloccus aureus, positive cocci. Patient was reimplanted on (B)(6) 2007.

Event description:
It was reported that patient underwent a right total knee arthroplasty on an unknown date. Subsequently, patient underwent a radical debridement procedure due to infection on (B)(6) 2006. Patient was reimplanted on (B)(6) 2007.